Event description:
The following report was received from the affiliate: during a carotid stenting procedure, the blood flow stopped temporarily. The filter basket was suctioned, and the flow recovered normal. The pt developed impaired short-term memory after discharged from the hospital, but it recovered after 1 mos. The pt is now in stable condition now. Add'l target vessel and procedural details were not available.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports#: 1016427-2008-00141 and 9616099-2008-01297. Any add'l info will be submitted within 30 days of receipt.